Manufacturer narrative:
Insulin pump had blank display due to moisture damage on electronics. Insulin pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device was exposed to moisture. Customer's blood glucose was unknown. Customer mentioned there device had a blank display. There was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.